Event description:
Routine complaint investigation identifies a false high blood glucose reading. The user allegedly compared their capillary blood glucose results with a laboratory reference device. The details of the system's use by the customer are not known. These results, under certain conditions, could have adverse clinical effects. No injuries were reported in the field.